Event description:
Voluntary medwatch received states the right atrial lead was part of a system revision due to infection. The lead was explanted.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152373.